Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon experienced a failure of implantation with a preloaded intraocular lens (iol). The surgeon is a longtime user and has not had any issues using the devices. Account indicated that the preloaded iol device was placed in the oven provided by physiols for some time, temperature not exceeding 37 degrees celsius. The injector was damaged; however, the damaged tip of the injector was successfully used to implant the lens without any harm to the patient. The iol remains implanted. No further information was provided.